Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was less than 50 mg/dl. Customer¿s other blood glucose was 250 mg/dl to 350 mg/dl, 235 mg/dl, 60 mg/dl, 242 mg/dl, 76 mg/dl, 396 mg/dl, 114 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08710 inches. No unexpected low battery alarms were noted during testing. Insulin pump was tested with a new battery and the battery icon at display showed correct battery voltage. Insulin pump received with cracked case at the display window corners and display window. Insulin pump received with minor scratched display window and case.